Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and noted that the patient did not have an atrial lead, making determination of the rhythm origin more challenging. However, it was also noted that the patient had a documented history of af episodes. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.